Manufacturer narrative:
Since insufficient sample material was remaining, the investigation could not be completed. The cause of the event could not be determined. The investigation did not identify a product problem. The follow up/corrective action was that the sample underwent preliminary investigation and was tested on a roche system using a 1:10 dilution and the pth result was high. The sample was also treated with polyethylene glycol (peg). No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. High results were generated by the cobas 8000 e 602 module. The event involved 1 patient with high results for the elecsys pth immunoassay. The patient's age was requested, but was not provided. The patient's weight was requested, but was not provided. The patient is female. The patient's race was requested, but was not provided. The patient's ethnicity was requested, but was not provided.